Manufacturer narrative:
(B)(4). At this time no add'l info was available, add'l info has been requested.

Event description:
Literature: takeshima n, okuda k, takatanin j, hagiwra s, noguchi t. Trial spinal cord stimulator reimplantation following lead breakage after third birth. Pain physician. Dec 2010; 13 (6): 523-526. Summary: the authors report on a (B)(6) year-old female, approximate weight of (B)(6) lbs, and a (B)(6) feet (B)(6) inch in height, whose chief complaint was lower back and bilateral leg pain. The pt's pain could not be alleviated by conservative therapies such as nerve blockade, oral medications with non-steroidal anti-inflammatory drugs, antidepressants, anticonvulsants or physical therapy. A spinal cord stimulator was implanted which relieved the pain. The pt subsequently had 2 vaginal births without any problems relating to the stimulation sites, and both infants were healthy. Reportable event: at age (B)(6), following the pt's third vaginal birth, the device became ineffective. Approx 2 years later, x-ray images revealed bending of the lead. Following removal of the lead, the authors confirmed the lead was broken in two places. The authors indicated this was due to a disconnection related to the anchor at the supraspinal ligament following pregnancy; the pt was subsequently reimplanted. It was reported that following the reimplantation, lower back and leg pain were reduced and the pt was discharged.